Event description:
Pain, aching and burning sensation down arms and hands, numbness and tingling. Severe low back pain and unexplained bone marrow edema in low back, neck and shoulder pain, and extreme debilitating lethargy / exhaustion, headaches, brain fog, forgetting words while talking, constant throat clearing, unexplained bruising, anxiety, irritability, reoccurring utis, low libido, hormones off kilter, enlarged thyroid with normal tests, constant unexplained body pain, digestion and gut issues, constipation, swelling and joint pain. Ibs sx, heart palpitations, yeast, liver stress, shortness of breath, dry skin, night sweats. FDA safety report ID# (B)(4).